Manufacturer narrative:
E2015055. Two-hundred twenty-three (223) devices were received for evaluation. Device evaluation confirmed 215 devices for the reported event. Four (4) devices were found to be affected by debris. Nine (9) devices were found to be affected by debris and corrosion. One-hundred ten (110) devices were found to have damaged internal components. Forty-nine (49) devices were found to have internal corrosion. Four (4) devices were found to have a migrated set screw. Sixteen (16) devices were found to have a worn set screw which migrated. One (1) device was found to have had non-stryker repair and internal corrosion. Twenty-one (21) devices were found to have a worn coupler. One (1) device was found to have a burnt motor flex assembly. The reported event was not confirmed for 8 devices; the devices were found to be within specifications for the reported event. Seven (7) devices were not available to stryker for evaluation. One device is expected to be received for evaluation; however, this device has not been received. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 231 </noe> malfunction events, in which the device overheated. Eighty-five (85) reported events occurred during testing; no patient impact. One-hundred forty-four (144) reported events had patient involvement with no patient impact. One (1) reported event had no known patient involvement or patient impact. One (1) reported event had no information regarding patient involvement.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Corrected data: one device which was expected to be returned was not available to stryker for evaluation. Device not returned for evaluation.

Event description:
This report summarizes <noe> 231 </noe> malfunction events, in which the device overheated. The 85 reported events occurred during testing; no patient impact. The 144 reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact. One reported event had no information regarding patient involvement.